Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) with blood glucose of 116 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call, and 48 mg/dl earlier. The customer used apple juice and crackers to treat and was given intravenous fluids. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported their sensor was going wacky. The insulin pump will not be returned for analysis.